Event description:
It was reported that: "after successfully discontinuing veno-veno support with a 31 french dual elite catheter, the clinician was unable to remove the catheter from the ij. Imaging was inconclusive as to why the catheter was stuck. The patient will be going to operating room on (B)(6) 2019 for another attempt at removal. On 10/23/19 update from clinician: we had CT scan of neck and chest prior decannulation. It showed cannula was free in r atrium but may stuck in r ij. The r ij was completely occupied by cannula, although most of patients with avalon show same finding on CT. The cotralateral side of ij size is big enough to tolerate 31fr avalon. In operating room, femoral sheath placed, cpb standby. Tee showed svc-ra junction had free space between avalon and wall. We exposed r ij circumflencially (our usual protocol for avalon removal is just expose anterior surface of r ij). Twisting and pulling did not work. We used endarterectomy instrument to free up vessel wall from avalon after off ECMO to avoid air emboli. The instrument went down deep at least 7 cm. Tee monitor continued to see any signs of tamponade. Pulling, twisting, instrumentation¿s continued. Eventually the cannula came out. No effusion by tee. The cannulation site was repaired with proline stitches. We examined cannula after removal. No thrombus or damage was noted. Retrospectively, we diuresed a lot since admission. It may shrunk r ij. Also pt may have hit (pf4 positive, sra pending) which may contributed for thrombus formation." Internal ref. # (B)(4), onesupport: (B)(4).

Manufacturer narrative:
Investigation result: 2019-11-14 medical review: evaluation - the possible root causes that could have led to the stuck catheter or could have promoted it are: mismatch between the target vessel (right interna jugularies) and the catheter: the clinical choice of the catheter/cannulae dimension comply mainly with the calculated nominal blood flow (pump flow), the pressure drop across the catheter/cannulae and the vascular hence vessel dimensions of the respective patient. The assessment of the clinicians is based on the sonography hence imaging technique. To some extend is it just a snapshot of the physiology of the patient that may change throughout the course of the extracorporeal circulation (ecc). Among other things is this related to the volume status of the vascular system and the drugs that influence the physiological vessel constriction or dilation. The larger the dimension of the respective catheter is the higher is the space occupying and the more likely it is that the exposed vessel gets in contact or interacting with the catheter device. Interaction and irritation between the catheter and the surrounding vascular structure: although the catheter implantation is being monitored with imaging processes it is conceivable that the catheter interacts with the surrounding vessel wall. This interaction can occur during the protrusion of the catheter whilst the catheterization, during mobilization or patient positioning / re-positioning or throughout the entire residence time of the catheter over the course of the ecls procedure. This may be amplified by the other co-factors that are determined as stated in the section 2. Physical response to the foreign surface: the foreign surface of the catheter/cannulae triggers physical response that is well described in the literature. Venous catheter show rather common catheter-thrombosis: high drainage suction, suction phenomenon and blocking recirculation is promoting cell adhesion and thrombogenicity in conjunction with the above described trigger of the foreign surface and mechanical interaction. Additionally preformed thrombus can be aspired, e.g. From the right atrium. Thrombocytopenia in the course of the ecls: thrombocytopenia or rather heparin induced thrombocytopenia (hit) that evolve during the extracorporeal circulation are known in the field of ecc. The duration of the patients´ exposure with the treatment of unfractionated heparin is connected to the evolvement of hit / hit ii when hit antibodies are present. The hit ii is known for triggering thromboembolic venous and arterial vascular occlusion. Conclusion the reported complaint (B)(4) could have been caused by the above mentioned aspects. The most reasonable root causes for the difficulties to remove the claimed dlc are as follows: the clinicians drained the patient a lot with diuretics according to the report. Therefore it is deemed that the corresponding venous vessels (right interna jugularis, vena brachiocephalic & vena cava) in which the dlc was located have been shrunken in terms of diameter due to the significant dewatering. - the stucking of the device could have been promoted by an extended residence of the catheter in the right interna jugularis or rather the vena brachiocephalic. - it further might have been amplified by the reported hit. There is no information conveyed about the residence time of the claimed device. There is no information conveyed about the anticoagulation management. There is no reported degradation of the claimed catheter and therefore it is deemed that the device in scope did work as intended. Maquet cardiopulmonary gmbh requested the affected product for return on 2019-10-21. On 2019-12-02 it was confirmed that the ssu returns the product upon receipt of the biokit. Sample received on 2019-12-18. The returned product was investigated in the laboratory of the manufacturer on 2020-01-22. During the optical inspection of the catheter, no defects could be detected, apart from the wear and tear that occurred during application and removal on the patient. Why the catheter was stuck could not be determined. Since the catheter is in proper condition, there must have been other reasons why it was stuck. It could not be confirmed that the difficult removal of the catheter was due to a product failure. Based on the medical review and the result of the laboratory investigation the failure could not be confirmed. The most probable root causes for the difficulties to remove the claimed dlc are as follows: the clinicians drained the patient a lot with diuretics according to the report. Therefore it is deemed that the corresponding venous vessels (right interna jugularis, vena brachiocephalic & vena cava) in which the dlc was located have been shrunken in terms of diameter due to the significant dewatering. - the stucking of the device could have been promoted by an extended residence of the catheter in the right interna jugularis or rather the vena brachiocephalic. - it further might have been amplified by the reported hit. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref. # (B)(4), onesupport: (B)(4).